Event description:
It was reported that the patient presented for follow-up in backup vvi. The device was explanted and replaced due to normal elective indicator (eri) on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to be in backup vvi operation due to multiple flipped bits. The device was at elective replacement indicator (eri). After downloading the product code, normal function ensued.